Event description:
It was reported by the patient that they were not feeling well. The patient complained of headaches. The patient stated, they tested their pulse and it¿s showing 30 on different devices, blood pressure monitor with pulse meter, pulse oximeter as well, both showing the same low hearth rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).